Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing for null valve test. Additional findings not related to the malfunction/issue include missing rubber feet. The device did not pass testing. The customer does not want any repairs done to the unit and it will be returned unrepaired.